Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed the self test, reset error test, rewind, basic occlusion test, and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error while sleeping. The blood glucose reading was 25.2 mmol/l. The drive support cap appeared normal. The insulin pump had not been exposed to a strong magnetic field. It was advised that the insulin pump be discontinued for a back up plan. The insulin pump was replaced and returned for analysis.